Manufacturer narrative:
The initial MDR 2432235-2018-00234 was filed on 04-jun-2018. Additional information (16-may-2018): a siemens customer service engineer (cse) visited the customer site and checked the instrument. The cse replaced the reagent probe 2 (rpp2), cleaned the reagent probe 1 (rpp1) and the mixers. The cse aligned the probes, checked the wash station and ensured that all the parts were working properly. There are no reports of other discordant results since the cse visit. The cause of the discordant, falsely elevated glucose hexokinase (gluh_3) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. The result and conclusion codes have been updated in section h6.

Manufacturer narrative:
A siemens customer service engineer (cse) has been dispatched to the customer site to evaluate the instrument. The customer stated that the quality control (qc) recoveries were within rage during the time of the incident. The cause of the discordant, falsely elevated glucose hexokinase (gluh_3) result is unknown. Siemens is investigating the issue.

Event description:
A falsely elevated glucose hexokinase (gluh_3) result was obtained on an advia 1800 instrument. The initial result was not reported to the physician(s). The same sample was repeated in duplicate on the same instrument resulting lower. The repeat results were in alignment with the patient's historical results. One of the repeat results was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated glucose hexokinase (gluh_3) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the falsely elevated glucose hexokinase (gluh_3) result.